Event description:
Per oos, this device was not pacing at 60bpm and the output seemed to be intermittent. It is also at eri indication and was replaced with a cylos dr, (B) (4) the leads were checked through the analyzer and were reused.